Event description:
Reporter alleged, discrepant blood glucose values of hi back to back with a result of 127 mg/dl, when testing was performed 1 minute apart on the advantage system. Customer stated, self treating with chocolate as a result of the testing; however, did not provide the location of the testing. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.